Event description:
While experiencing a high but normal blood sugar. The pt self delivered a 1 unit bolus which reduced blood sugars to a level which required hospitalization and medical intervention to correct condition.